Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, (B)(6) is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR report, a follow-up report will be submitted.

Event description:
This incident occured in (B)(6). According to the reporter, the catheter tip (approx. 1.5 cm) broke off during insertion of the urinary catheter. The patient was taken to the hospital, where a doctor checked for injuries, no hospitalization required due to the incident. The catheter tip was not found, no surgical intervention was performed. The patient experienced a bleeding on the evening and the following morning, but has not experienced any infection. The manufacturer was informed that the patient always check the catheter before use, and no faults were then detected.